Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely via a merlin.net transmission. In the transmission the clinician noted auto mode switch episodes triggered inappropriately by far r-wave oversensing. Programming changes were recommended to help prevent future occurrences of far r-wave oversensing. The patient will continue to be monitored.